Manufacturer narrative:
Device evaluated by manufacturer updated. Device evaluated by MFR: a media review was conducted by a boston scientific medical safety director. These images demonstrate stent-in-stent to treat unprotected lmca bifurcation in-stent restenosis. Unprotected left main coronary angioplasty indicates brief balloon inflations due to global myocardial ischemia experienced during left main coronary artery occlusion. Cutting balloon (wolverine) atherotomy was used to prepare the flow-limiting ostial lad stenosis. The cutting balloon catheter was then used to support lad patency while the lcx was dilated. During lcx balloon inflation the cutting balloon may have interacted with the previously placed stent (the inflated balloon pushed an atherotome into a stent strut). It was apparent the interventional equipment was entangled when both balloon catheters were being withdrawn into the guiding catheter. The multiply-inflated cutting balloon may have been withdrawn prior to full deflation (perhaps due to inflation time constraints). The interventional equipment was removed after extraction techniques, which included reinflation of the cutting balloon. The removed wolverine catheter was noted to have a lifted atherotome. The damaged catheter was exchanged and the procedure continued with successful bifurcation stenting using the dk-crush technique. No evidence of patient harm or stent damage was visualized. In summary, the images provided are consistent with wolverine atherotome detachment. The detachment likely occurred during withdrawal attempts while the catheter was stuck in the lesion. Use of cutting balloon in a stent creates a hazardous situation for device entrapment. A partially detached atherotome was detected after the entangled cutting balloon was withdrawn. Stuck-in-lesion and (partial) atherotome detachment leading to procedural delay for catheter exchange are included in the wolverine risk management documentation. No evidence supporting in vivo hypotube kink or damage to the previously placed stents was visualized. (B)(4).

Event description:
It was reported that a 10mm x 4mm wolverine coronary cutting balloon was advanced to the 75-90% stenosed and severely calcified left anterior descending artery and inflated several times. After inflation, the physician noticed that one of the blades was no longer fixed to the device. The procedure was completed with another wolverine device successfully. There were no patient complications and the patient was specified to have been fine.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a 10mm x 4mm wolverine¿ coronary cutting balloon¿ was advanced to the 75-90% stenosed and severely calcified left anterior descending artery and inflated several times. After inflation, the physician noticed that one of the blades was no longer fixed to the device. The procedure was completed with another wolverine¿ device successfully. There were no patient complications and the patient was specified to have been fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades and pads, approximately 3mm in length was partially detached from the proximal end of the balloon material. The remaining section of blade and pad measuring 3mm in length was undamaged and fully bonded to the balloon material. The entire 6mm of blade was accounted for. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the complaint incident. A visual and microscopic examination of the balloon noted that the balloon was unfolded and inflation medium was observed within the balloon material which indicates it had been subjected to positive pressure. No damage or any issues were noted with the balloon material that could have contributed to the complaint incident. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified multiple kinks along the length of the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a 10mm x 4mm wolverine coronary cutting balloon was advanced to the 75-90% stenosed and severely calcified left anterior descending artery and inflated several times. After inflation, the physician noticed that one of the blades was no longer fixed to the device. The procedure was completed with another wolverine device successfully. There were no patient complications and the patient was specified to have been fine.